Event description:
Event description guidant received information that this implantable lead, which was surgically abandoned during a different procedure, was causing interference with another implantable lead. The noise inhibited pacing in a pacemaker depndant patient, causing a sycopal episode in the patient. An inappropriate shock was also administered.